Manufacturer narrative:
(B)(4). Concomitant product: c3 nav variable lasso, model# d-1290-01-s, lot # 16000219l. (B)(4).

Event description:
It was reported that during a procedure, the customer experienced the signal interference (noise) on all ECG (bs + ic) channels on both carto and recording system. There was no ECG/EKG signal available for the physician to monitor the patient's heart rhythm. The issue resolved by changing the ez steer thermocool sf nav catheter and the case was completed without any patient consequence. This type of issue is assessed as a reportable event. In addition, there was an error (the customer did not remember the type of error) occurred after lasso catheter connected to piu, however the issue resolved by changing the catheter. This error is not a reportable issue.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that during a procedure, the customer experienced the signal interference (noise) on all ECG (bs + ic) channels on both carto® and recording system. There was no ECG/EKG signal available for the physician to monitor the patient¿s heart rhythm. The issue resolved by changing the ez steer thermocool sf nav catheter and the case was completed without any patient consequence. This type of issue is assessed as a reportable event. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.